Event description:
It was reported that during a training/demo of the da vinci system, the system had non-recoverable faults 16, 23, and 252. The technical support engineer (tse) was unable to view the system logs as the system was for internal use and advised the customer to reseat the blue fiber cables and hard power cycle the system before ending the call. There was no report of patient involvement.

Manufacturer narrative:
An investigation is in process to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, additional information is being gathered to determine the probable cause.